Manufacturer narrative:
On august 12, 2021, mentor became aware that the patient is getting the implants explanted on an unspecified date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune disorder manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two mentor saline textured breast prostheses, suffered several unexplained systemic symptoms, including breast implant illness, migraines, crohn's disease, rheumatoid arthritis, interstitial cystitis, fallen several times, legs give out, nausea, stomach pain, back pain, chest pain, neck pain, shoulder pain, gained sixty pounds, fatigue, body aches, arm tremors, numbness and tingling, vision changes, dry skin, sensitive skin, slurring of speech, memory issues, hot and & cold flashes, shortness of breath, high heart rate, anxiety, and depression. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.